Event description:
(B)(4). Cramping, abnormal and painful periods, excessive bleeding during periods, constant spotting, excessive sweating, hot flashes, headaches, dizziness, hair loss, weight gain, and mood swings.